Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's parent reported the patient's blood glucose (bg) levels rose to 400 mg/dl while wearing the pod on the leg for between 25 and 36 hours. The patient's parent did not want to change the pod because they thought it might work. In the morning, the patient woke up with high glucose levels and applied a new pod. The bg levels began to decrease with the new pod. The parent checked the patient's urine for ketones and it tested positive so they went to ichilov hospital in tel aviv. At the hospital, tests were performed without treatment and without hospitalization. The patient received results confirming the patient had diabetic ketoacidosis (dka).